Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that they experienced the hyperglycemia. The customer¿s blood glucose level was 29.5 mmol/l. Customer stated that the insulin pump was damaged and the location of the damage is back of the pump extending on the battery compartment. The customer was treated with the manual injection. The device will not be returned for the analysis.

Manufacturer narrative:
Device received with a crack on the battery tube which starts at the corner of the belt clip rails.